Event description:
The user experienced analyzer alarms and issues performing calibrations. The user also received questionable results for multiple assays for an unknown number of patient samples. The samples were repeated on analytical p module analyzer serial (B)(4). Of the data provided, the results for five patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial calcium result was 4.2 mg/dl with a data flag and the repeat result was 8.9 mg/dl. The initial creatinine result was 1.97 mg/dl and the repeat result was 0.56 mg/dl. The initial phosphorus result was 13.0 mg/dl and the repeat result was 3.8 mg/dl. Patient sample 2 initial calcium result was 11.3 mg/dl with a data flag and the repeat results were 8.6 mg/dl and 8.9 mg/dl. Patient sample 3 initial alkaline phosphatase result was 164 u/l and the repeat result was 71 u/l. Patient sample 4 initial phosphorus result was 9.0 mg/dl and the repeat result was 2.9 mg/dl. Patient sample 5 initial albumin result was 6.7 g/dl and the repeat result was 4.0 g/dl. The repeat results were considered correct. The patients were not adversely affected. The calcium reagent lot number was 64654101 with an expiration date of 10/30/2012. The creatinine jaffe (creatinine) r1 reagent lot number was 64266501 with an expiration date of 07/31/2013. The creatinine jaffe (creatinine) r2 reagent lot number was 64148001 with an expiration date of 07/31/2013. The phosphorus reagent lot number was 64527901 with an expiration date of 08/31/2012. The albumin bcg (albumin) reagent lot number was 64538901 with an expiration date of 09/30/2012. The alkaline phosphatase liquid (alkaline phosphatase) reagent lot number was 64499501 with an expiration date of 02/29/2012. The field service representative determined there was a hole in the vacuum line coming from the nozzle. He replaced the tubing and confirmed the cells were not overflowing. To verify the analyzer operation, the user ran calibration and quality control which were acceptable.